Event description:
The reporter stated that during a spinal surgery procedure, when the surgeon was expanding the cross link rings to fixate the adjustable cross link, the cross link came apart into two pieces. The first ring that fixates the ball joint was engaged properly. When engaging the ring to fix the adjustable foot, the cross link came apart. The cross link disengaged at the junction where the adjustable shaft of the cross link foot meets the body of the cross link. The adjustable cross link was not completely expanded to its limit when this occurred. The surgeon chose not to use a crosslink in the final construct.

Manufacturer narrative:
An investigation has been initiated based upon the reported information.